Event description:
Per staff report: while this staff was in the room in front of the computer getting ready to give patient medications and heard crush sound. Healthcare provider went around toward the window and saw a piece of clamp on the floor. Immediately closed the external ventricular drainage (evd), held the evd device that was hanging with a cord from the IV pole, and called for help. Staff came to assist and take a look closer. The clamp got broken off from the middle and fell apart. Staff came, looked at the equipment, and get a new set of its clamp. Replaced the clamp. Broken part was given to a supervisor with a patient label.